Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were hit in the back by a car today while they were standing up and were concerned that their device was damaged. The agent reviewed possible risks with the patient and recommended that they follow-up with their healthcare provider (hcp). The patient stated their doctor was currently in surgery and they hadn't been able to get ahold of them, but they will try and schedule an appointment for tomorrow. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had been concerned about their implanted system being damaged in the accident. The patient had been hit in the back while standing up by a car.